Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. A mitraclip nt was prepared for use and inserted without issues. However, while in the left atrium, one of the grippers was unable to be lowered. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. While outside the patient, the grippers were tested, and after several attempts, both grippers were successfully lowered. There were no adverse patient effects and no clinically significant delay in the procedure.